Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 3998, lot # la0732, implanted: (B)(6) 2002, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).

Event description:
It was reported that the stimulation was turning off and on. It would be fine for 2-3 days and then stimulation would shut off. A shocking or jolting sensation was also reported. It was stated that the patient was having to charge more often. However, the recharge interval appeared to be appropriate per the data pulled from the clinician programmer. The patient charged every 7-9 days which was in line with recharge calculator. There were also impedance values of >10,000 ohms. Electrodes 0-6 were showing a range of 6,000-7,400 ohms and electrode 7 was >10,000 ohms. It was stated that electrodes 1-2+ and 5-6+ were being used in programming. Group impedance was a1: 695 ohms and a2: 707 ohms. The individual reference electrodes had impedances "as stated above." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.